Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator has issue with fio2. Fio2 set at 90% reading 21%. Never alarmed. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator has issue with fio2. Fio2 set at 90% reading 21%. Never alarmed. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.

Manufacturer narrative:
H10: vyaire medical field service representative was not able to duplicate the reported issue. The unit was made to run at settings set to when it failed. It ran at different settings with no errors. The fsr connected the blender into o2 input to simulate low o2 readings.the vent alarmed properly when the o2 reading dropped and the alarm was canceled when they returned to normal.